Manufacturer narrative:
The investigation confirmed that two (B)(6) results were obtained from two different patient samples processed on a vitros 3600 immunodiagnostic analyzer. A definitive assignable cause could not be determined, however, an unexpected reagent performance isolated to a single reagent pack is likely. After a reagent pack change on the day of the event, higher than expected qc and patient results were obtained. The use of a new reagent pack brought the qc results back within the expected ranges and generated expected results for the patient samples. The cause of the unexpected reagent pack performance could not be determined.

Event description:
The customer observed discordant (B)(6) results from two patient samples processed on a vitros 3600 immunodiagnostic analyzer. Patient sample 1 (B)(6); patient sample 2 (B)(6). A biased result of the magnitude and direction observed may lead to inappropriate physician action. The customer did not specify if the discordant (B)(6) results were reported from the laboratory. Ortho was not made aware of any allegations of patient harm as a consequence of the event. (B)(4).